Manufacturer narrative:
Evaluation - other: one sample has been returned and forward to smith healthcare manufacturing for eval. A follow up report will be filed upon the completion of our investigation.